Event description:
Ous MDR - it was reported that approx. 43 months after the implant, oversensing with artifacts was noted. This lead was replaced on (B)(6) 2016 but not explanted. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available follow up data showed a decrease of sensing amplitude from 15 mv down to 5 mv since (B)(6) 2016. Furthermore the shock lead integrity trends demonstrated missing values in (B)(6) 2016. The provided iegms confirmed the presence of noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.